Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling their patient on arctic sun device for about 10 hours. Then they started getting an alert about kinks, water level, water temperature, and a vent. The water said it was 30.1c, but it felt really warm to the touch. They already changed devices. The new device seemed working fine. Suggested labeling device with alert 113(reduced water temperature control), not cooling, and sending device to the biomed for service and repair. They received another call on same day. In that call they explained the same thing they stated last night. Then they added that when they pushed it chunks of ice fell out from under the device. The clerical staff was not sure what to do to get the device repaired. Explained that typically a hospital would put in a ticket for biomed would come pick it up. Biomed stated they would like to send their device in for 2k hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were cooling their patient on arctic sun device for about 10 hours. Then they started getting an alert about kinks, water level, water temperature, and a vent. The water said it was 30.1c, but it felt really warm to the touch. They already changed devices. The new device seemed working fine. Suggested labeling device with alert 113 (reduced water temperature control), not cooling, and sending device to the biomed for service and repair. They received another call on same day. In that call they explained the same thing they stated last night. Then they added that when they pushed it chunks of ice fell out from under the device. The clerical staff was not sure what to do to get the device repaired. Explained that typically a hospital would put in a ticket for biomed would come pick it up. Biomed stated they would like to send their device in for 2k hour service.